Event description:
Boston scientific received info that this right ventricular (rv) lead triggered the lead safety switch (lss) on the device and the device switched to unipolar pacing. The lss was triggered the day the lead was implanted. Technical services (ts) was consulted and instructed the health care provider (hcp) to do diagnostic testing on the lead. Morphology, sensing and impedance measurements were reported as stable, however, threshold measurements had increased from 0.8 volts and now were 2.9 volts at 1.0ms in bipolar mode, and in unipolar mode pacing threshold measurements were 5.0 volts. To date, no adverse pt effects were reported. Ts recommended performing a chest x-ray and discussing lead issue with the physician. Ts instructed the hcp on resetting the lss. This lead remains in service and boston scientific crm can not confirm the clinical observation. Boston scientific did not make the event date available.